Event description:
Healthcare professional reported "infection". This record is for left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., a.5., a.6., b.3.

Manufacturer narrative:
The event of "infection " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported "infection". This record is for left side. The device was explanted and replaced.